Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that during a leucovorin infusion, there was leaking from where the texium on the secondary set connects to the y-site of the primary tubing. There was no patient harm.

Manufacturer narrative:
Correction on initial report: disregard file, the primary set is no longer reportable as it was determined to be a concomitant product.